Manufacturer narrative:
Device was explanted and returned for analysis. The lead and the ICD under complaint were received for analysis. Prior to the analyses of the devices, the quality documents accompanying the manufacturing processes for this ICD and lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Subsequently the ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. The inspection of the memory content revealed the presence of noise in the rv and ff channels. Therefore, the sensing functions of the ICD were tested and showed no anomalies. The functionality of the ICD was also tested and the ICD proved to be fully functional. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Based on the analysis, this ICD was identified to be affected by the field safety corrective action, bio-lqc, initiated in march 2021. Upon receipt the lead under complaint was found cut 20.5cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approx. 3cm segment of the lead body was missing. During the analysis multiple signs of wear were noted along the lead fragments. In particular between 9cm and 7.5 cmproximal to the lead tip the insulation was found rubbed through. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore extraction damages were noted such as cuts in the insulation and a damaged connector pin. The analysis of the lead did not show any sign of a material or manufacturing issue.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the eri battery status. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the ICD itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Furthermore, during the analysis of the available iegms from february 2020, noise was observed in the right ventricular channel. Should further relevant information or the devices themselves become available, this investigation will be updated.

Event description:
The device (iforia) and the lead (protego df-1) were implanted on (B)(6) 2016. The device showed eri status upon in-office interrogation.

Manufacturer narrative:
Device was explanted (B)(6) 2021. The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the eri battery status. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the ICD itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Furthermore, during the analysis of the available iegms from february 2020, noise was observed in the right ventricular channel. Should further relevant information or the devices themselves become available, this investigation will be updated.